Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a large volume intermate. The device was filled with 80 ml of tobramycin and 120 ml of sodium chloride. The infusion ran for 90 minutes instead of the expected 60. There was no patient injury or medical intervention associated with this event. No additional information is available.